Event description:
It was reported that three variable angle locking screws broke during a hardware removal. The removal was done at the request of the patient who experienced plate prominence. The construct was originally implanted to treat a distal tibia fracture. As the surgeon loosened the screws, the heads snapped off. Two broken screws were left in the patient. There was a 30 minute surgical delay. The procedure was completed successfully with no harm to the patient. This is report 2 of 2 for complaint (B)(4). This report is for three unknown screws.

Manufacturer narrative:
Device used for treatment, not diagnosis. Shafts of two out of the three screws were left in the patient. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: additional product code: hrs. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product investigation was completed: the complaint is confirmed as 3 broken screw heads were returned. Due to the number of unknowns associated with the complaint, the root cause could not be determined. Three 2.7mm va locking screw heads and one screw shaft were returned for the screw heads breaking during removal (part 02.211.052, unknown lot, unknown part number/lot number, quantity: 2). One medial distal tibia plate (part 02.118.006, lot 8247658) was also returned. Per the technique guide, the plate and screws are intended for fixation of osteotomies, fractures, non-unions, mal-unions, and re-plantations of bones and bone fragments of the diaphyseal and metaphyseal regions of the distal tibia. Three screws in total broke and two of the broken screws were left in the patient and so only the heads of those screws were returned to the complaint handling unit. Per the technique guide, the plate head holes should be filled with a minimum of five 2.7mm va locking screws. It is unknown if the correct total number of screws were used. Not using the proper number of screws may have caused additional stress on the screw heads while the bone was healing. This could have weakened the screws and caused them to break more easily during removal. Tissue ingrowth around the screw may have also created the need for additional torque to remove the screw. Unknowns during original implantation can also affect the integrity of the screws such as using the 1.2nm torque limiting attachment during final tightening and using the proper instrumentation to ensure the screw is inserted at the correct angle. Relevant product drawings were reviewed. It is unlikely the design contributed to the complaint. Due to the number of unknowns associated with the complaint, the root cause is indeterminable. No design issue found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 3 for complaint (B)(4).